Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported "I got breast implants about 7 months ago and my breast hasn't dropped I believe it¿s capsuled". Patient later reported "they are extremely high up and never settled down, the bottom is soft". Patient later reported "appearance is severely abnormal" and "significant discomfort and concern". This record is for the right side. Device remains implanted.